Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat chronic pelvic pain and pressure urinary incontinence. It was reported that the patient had a concurrent procedure of a total vaginal hysterectomy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urinary incontinence, post void dribbling and painful intercourse. It was reported that the patient underwent cystoscopy and urethral dilation on (B)(6) 2013 due to urinary tract infection and urinary incontinence. (B)(4) post void dribbling.

Event description:
Details: it was reported that following insertion the patient experienced urinary tract infection, urinary incontinence, post void dribbling and painful intercourse. Details: it was reported that the patient underwent cystoscopy and urethral dilation on (B)(6) 2013 due to urinary tract infection and urinary incontinence.